Event description:
On 03/21/2025, it was reported by an arthrex employee via (B)(4) that an ar-8855ds endoblade had sharp edges, which could potentially affect the patient. This was discovered during a case, and the patient was not affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.